Event description:
Sat post cypher stent implantation. During initial procedure a dissection occurred during pre-dilation, that was unrelated to the cypher stent. The physician believes the sat to be secondary to the dissection.